Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-08583. It was reported that the pt felt shock in the chest and it was going down his body after 15-20 seconds of turning the stimulation on. Reprogramming the device resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.